Event description:
The user facility reported a patient with cardiomyopathy was implanted with am impella 5.5 device for mechanical circulatory support (mcs), and approximately seven days after start of support the patient developed a hematoma. The hematoma was in the chest near impella incision. Computed tomography angiography of chest and neck showed a large hematoma in pectoral muscle and active arterial bleed. The patient was taken to the operating room for an emergent surgical cutdown. The following day no hematoma was noted, site was clean, and hemoglobin and hematocrit were stable. The patient was reported to be stable following the event. Impella mcs continued for an additional two days at which time the patient underwent left ventricular assist device placement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26032 as it is unknown if the initial reporter also sent the report to the food and drug administration.